Manufacturer narrative:
The probe was returned for evaluation. A review of the related device history records for the reported lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were two other complaints for the reported issue. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The sample was not returned and the lot information provided indicated the product was released to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
One probe was returned and visually inspected and was deemed to be nonconforming. The front and rear engine housing is detached. The probe was disassembled and the components inspected. There is approximately 5 minutes of wear on the inner cutter when compared to the cutter wear visual standards. No functional testing could be performed due to the damaged condition of the probe. The complaint evaluation does confirm the probe is detached and would be the reason for the probe not being able to cut. The root cause for the separation of components cannot be determined from this evaluation. The most probable reason for the detachment failure would be from mishandling, a usage issue, or an adhesive problem. The component detachments would also be the reason for the unusual noise. An investigation has been initiated to determine the reason for the engine housing component separation to reduce the frequency of complaints. Probes are 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Event description:
The cutter was not cuttingly properly, an unusual sound was also coming from the cutter. Product replaced and procedure completed with no patient harm. A customer reported that the vitrectomy probe cutter initially started working; however, a few seconds into the procedure it stopped working and had a strange sound. The condition of aspiration is unknown. The product was replaced and procedure completed with no patient harm. The event sample has been requested.